Event description:
Potential over sensing on the atrial channel on stored egms on (B)(6) 2021 and since that date difficult to determine on summed egm morphology this may be causing device to incorrectly classify atrial high rate episode details attached . (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).